Event description:
It was reported that the catheter was found to be dropped out of patient body for approximately 5cm on the second day of use. Catheter was inserted for 15cm. Box clamps were attached and sutured to settle the catheter. It is not possible that the catheter was pulled since patient was unable to move. Box clamps and catheter were wet the whole time. Follow up information indicated that the backform was not sutured down, but only the box clamps were sutured.

Manufacturer narrative:
Customer report was not confirmed. The presep catheter was returned with the suture loop and box clamp attached 12cm proximal of the catheter tip. The suture loop and box clamp were measured and found to be within spec. Per. Drawings rev. G and rev.b. The suture loop inspection #1 was found to be 0.106" and the spec. Is 0.106" +/- .005" .the box clamp inspection measurement #1 is 0.202" the spec. Is 0.200"+/- 0.002". There is suture marks on the box clamp, but there are no suture marks on the backform suture wings.